Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was reported as discarded by the facility. The complaint was not confirmed. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. New and used samples of the same part from different lots were obtained from inventory and from the customer. The parts were evaluated; they met specifications and no issues were found. Based on the information provided, this type of event is most likely caused by excessive bending force applied to the device during use and/or the reprocessing of a single use device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained, a follow-up report will be submitted. Discarded by facility.

Event description:
It was reported that during a right wrist procedure, shavings were noticed in the joint space on the surrounding tissue; not all were able to be removed. The surgeon opened another bur. Prior to use, the tech ran her fingers down the shaft of the newly opened bur and reported having shavings on her glove. The bur was cleaned and used to complete the case. The patient's current condition was reported as good.no further patient or event information was provided at the time this event was reported.